Event description:
A customer reported their sparq ultrasound system shut down while performing a nerve block for a patient. After rebooting, the system displayed an error message and could not be started, which delayed the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The customer's repair of the system is maintained by a third party and information could not be obtained by philips for failure analysis. As the customer declined service and support and would not provide pertinent information required for the investigation, no further investigation could be performed.